Manufacturer narrative:
This report is submitted on june 01, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced no connection with the internal device. The device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.